Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse (field service engineer) was dispatched and on 16-sept-2016 was able to establish communication between the rps (reporting software) and the customers cerner lis (laboratory information system). Changing the smp number from 8 to 5 in the rs232c settings resolved the issue. The most probable cause of the reported event was due to data not crossing from rps to lis due to incorrect smp setting.

Event description:
On (B)(6) 2016 the customer reported rps (reporting software) will not transmit to cerner with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.